Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 8f sheath after a percutaneous transluminal angioplasty (pta) interventional procedure to treat the superficial femoral artery (sfa). Reportedly, it was somewhat difficult to confirm blood flow from the marker lumen as an anterograde puncture was performed. A cuff miss occurred. The physician commented that due to the technique used to perform the anterograde puncture, the cuff miss was possibly due to the needles of the proglide not being able to reach the vessel as the foot of the proglide may not have been completely parallel to the vessel wall. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the reported information, the reported difficulties and subsequent treatments appear to be related to the antegrade technique due to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue.